Event description:
A doctor reported that during a cataract extraction with intraocular lens (iol) implant procedure, after using the cartridge and inserting it, the coating agent of the cartridge adheres to the rear surface of the lens. It could not remove by irrigation and aspiration and it was left in the patient's eye. The involved product was not available since it was discarded. The surgery was completed without product replacement. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).